Event description:
It was reported that the patient experienced unspecified issues with a sling device. A replacement surgery was performed in which a new artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the sling was not working well enough to keep the patient adequately dry. Sling device was explanted from the patient. No more information available at the moment. Should additional information become available, it will be provided.